Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. UDI number, serial number, expiration and manufactured dates unknown. Implant date is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of loosening. The reported loosening could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a female patient, initial left knee implanted on an unknown date, underwent a revision procedure in (B)(6) 2024. All components were loose, and they were revised to a competitor¿s devices. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition during the event. No x-rays were able to be obtained. The explanted devices are not available for return due to sterile processing at the facility lost the devices. No device images were able to be obtained. No further details.